Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited contamination in the air/water channel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, (h4) device manufacturer date was added and the following corrections: e2 (health professional) updated to no, e3 (occupation) updated to non-healthcare professional as healthcare professional was inadvertently selected in the initial report. G3 (date received by manufacturer) the aware date should be 04-mar-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope]. Olympus will continue to monitor field performance for this device.